Event description:
(B)(4) claimed to have experienced burning in her eyes after using medical device kroger hydrogen peroxide cleaning and disinfecting lens care system.

Manufacturer narrative:
As we could not retrieve original complaint sample the manufacturer performed a manufacturing batch record review for product lot number 132034 and indicates that the product had been manufactured correctly as per instructions, all materials used had been properly tested and approved for use, all tests were carried out per specification and all the results were within the parameters required.

Event description:
This is a follow-up report. Initial report was sent on (B)(6) 2015.